Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label mismatch with the incident lot was observed. The was DHR reviewed and there was a qn for incorrect label. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported bd vacutainer® blood collection tubes for microbiological studies has mismatched label information between the box label and the product inside. This was noticed before use and no injury or medical interventions were reported.